Event description:
It was reported that during maintenance, the cs300 intra-aortic balloon pump (iabp) solenoid board needs replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) solenoid board needs replacement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. The getinge field service engineer (fse) replaced the solenoid driver pcb (0670-00-0639e). Operational tests with a simulator (pressure signal, ECG signal) and the electrical safety test was performed. The unit was tested according to the manufacturer and operational protocol was performed.

Event description:
N/a